Manufacturer narrative:
As no further information concerning the report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right atrial lead was repositioned due to dislodgement. No additional adverse patient effects.

Event description:
It was reported that this right atrial lead was repositioned due to dislodgement. Dislodgement was discovered during x-ray test. No additional adverse patient effects.

Manufacturer narrative:
As no further information concerning the report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.